Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions.

Event description:
It was reported that patient has been choking with his device. He has had his device for some time and the mother indicated that she feels it has never really helped him. He has had his esophagus stretched at a throat specialist to help with the choking but it only briefly solved the issue. The mother didn't think there was any trauma had recently occurred with the device that would have caused the choking, but he does fall with seizures so she was not sure. No other relevant information has been received to date.